Event description:
The event is reported as: the respiratory therapist in the ICU experienced the purple suction port of the isis came off of the port itself while trying to connect to the endotracheal tube. No report of a pt injury.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.